Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power supply was replaced, and the unit was returned to service.

Event description:
The hospital reported as they were preparing to connect a patient to the unit it shut off. There was no report of patient involvement.